Event description:
It was reported during a fistuloplasty treatment procedure balloon burst occurred. The lesion was a native fistula in the mid-arm. The mustang balloon 9.0 x 40mm was inserted and inflated to its rated burst pressure (rbp). The balloon was then inflated above the rbp to approximately 26 atm. The balloon burst circumferentially. There was some difficulty removing it from the sheath. The sheath was removed, and the balloon was removed afterward. The procedure was successfully completed with this device. The patient remained stable and no complication has been reported further to this event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported during a fistuloplasty treatment procedure, balloon burst occurred. The lesion was a native fistula in the mid-arm. The mustang balloon 9.0 x 40mm was inserted and inflated to its rated burst pressure (rbp). The balloon was then inflated above the rbp to approximately 26 atm. The balloon burst circumferentially. There was some difficulty removing it from the sheath. The sheath was removed, and the balloon was removed afterward. The procedure was successfully completed with this device. The patient remained stable and no complication has been reported further to this event.

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the balloon material was torn both circumferentially and longitudinally. It was torn circumferentially at approximately 36mm distal to the proximal transition zone and longitudinally for a distance of 25mm from approximately 36mm distal to the proximal transition zone. The single lumen shaft was kinked in three locations proximal to the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the balloon was inflated past its rated burst pressure of 18 atm to 26 atm. (B)(4).